Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer recently went to the emergency room due to a blood glucose level of 608 mg/dl. Blood glucose level at the time of the call was not provided. The customer was wearing the insulin pump at the time of the emergency room visit. The caller also reported that the customer had blood glucose levels of 38 and 29 mg/dl. Customer treated with food. During troubleshooting, the caller reported that the insulin pump had been exposed to high magnetic fields. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No frozen screen or button error alarm during testing. However, device had intermittent all button response due to moisture damage keypad traces. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.